Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: the coil was deployed but failed to detach. Microcatheter slipped out of the aneurysm and the detached coil embolized distally into the parent vessel, internal carotid artery (ica). No patient injury reported. Additional information received on (B)(6) 2011 indicated that standard asa and plavix were prescribed post surgery.